Manufacturer narrative:
Product was returned for evaluation. Visual examination found no visible damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that after an iol was inserted into the eye, the back haptic was noticed to be bent. The lens was exchanged intraoperatively. Additional information was requested, but not received.